Event description:
Report received that the intraocular lens was removed and replaced 4 months after original implant without enlarging the incision or patient injury. Reason stated was the wrong diopter was initially implanted and there was no issue with the lens. An alternate lens of the same model and higher diopter was successfully implanted.

Manufacturer narrative:
The lens was received is currently under evaluation. Prior to release to market the lens met all manufacturing specifications. Information received from the reporter suggests this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was measured for diopter and is correct as labeled, 20.0 d. All other optical measurements met specifications. Our investigation revealed no product deficiency suggesting this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.